Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was provided for investigation. The allegation was confirmed as a signal loss over an hour. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.